Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level was 30 mmol/l. Customer also reported that the insulin pump received insulin flow blocked alarm. Customer stated that the insulin was exited. Troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.